Event description:
It was reported that the gray tip of the impactor split into pieces while impacting the glenosphere. The correct surgical technique was used, and there were no reports of foreign body retention, complications, injuries, or surgical interventions due to this malfunction. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.